Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected field: d4 - expiration date null this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation and reasonably known information it is suggested that the probable causes of the alleged failure error connecting to processor says no connection is due to a leaking channel. The most probable cause of this complaint is traced to d02 - cause traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an error connecting to processor. The issue occurred during set up. There were no reports of patient harm.